Event description:
It was reported, that the pt did not respond to auditory stimulus. Telemetry measurement resulted in poor coupling. The parents admit that the pt often falls and also hits his head. There is the suspect of an implant case broken by an impact.